Manufacturer narrative:
The pedicle access needle was returned to the manufacturer and analysis completed. Visual examination was performed on the devices, the two cannulas exhibited evidence of damage consistent with severe manipulation and misuse. One cannula exhibited a torsional failure breakage. There appeared to be evidence of an accessory being attached to the handle which may have contributed to the brakeage. The second cannula exhibited a failure mode whereby the cannula broke from what appear to be excessive side to side bending motion. The device history record for the batch was reviewed and no nonconformances were observed. All records confirmed that the device met the product specification.

Event description:
It was reported that during intr-op, needle that was used to access the patients pedicle bone broke. The fragment left in the patient. There was no patient injury, complication, surgery delay, or additional surgical intervention reported.